Event description:
It was reported that the fiber tip cracked at 44,361 joules during a prostate procedure. The procedure was completed with a second fiber. Neither the pt nor the end user experienced any injuries as a result of this event.